Event description:
It was reported by the affiliate that during an unknown procedure the device producted malformed clips. The case was completed with a same like device. There was no consequence to the patient.